Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) instrument was noted to be broken. The instrument was not used on the patient. There was no report of patient involvement.

Manufacturer narrative:
Intuitive has received the monopolar curved scissors instrument with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the base. A piece approximately 0.073" x 0.125" was found to be broken off the distal end. The broken piece was not returned. Root cause is attributed to user.